Event description:
Pt underwent a transurethral resection of a bladder tumor. An "audible gaseous sound" was heard during procedure. A micro bladder perforation was later repaired. Cause of event unknown. All devices used are listed in this report.